Event description:
It was reported that on (B)(6) 2026 the surgeon "got a significant cut in his palm hand while performing a cerebral angio" when a "green syringe 10cc from the ir non vascular pack" broke during use.

Manufacturer narrative:
It was reported that on (B)(6) /2026 the surgeon "got a significant cut in his palm hand while performing a cerebral angio" when a "green syringe 10cc from the ir non vascular pack" broke during use. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.